Event description:
It was reported that the patinet underwent a sling procedure in 2005. During the procedure the bowel was perforated. A laparatomy was performed. It was noted that a section of the bowel was adhered to the pubic bone. The bowel was manually seperated from the pubic bone and cut away the sling. Post operatively the patient is fine and remains continent.